Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 126 mg/dl to 140 mg/dl at the time of incident. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer assisted with performing displacement test and test passed. Customer reported that the insulin pump error occurred during self test. Customer reported that they experienced low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with food. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.